Event description:
(B)(4). Since having essure implanted (B)(6) 2012, I have experienced 70 pound weight gain, memory loss, painful intercourse, painful menstruation, easy bruising, tooth pain, gum pain, metalic taste in mouth, heart palpitations, shortness of breath, extreme fatigue, hot flashes, hands and feet feel like they are burning. Extreme painful bloating, vomiting, chronic diarrhea, boils, and an increase in acne. Placement xray was done (B)(6) 2013. Xray showed right coil perforated tube and was superior to uterus. (B)(6) 2013 tubal ligation performed. (B)(6) 2016, at the age of (B)(6), I had a total hysterectomy leaving only ovaries.